Event description:
Ethicon endo-surgery, 1 proximate, reloadable linear cutter with safety lock-out stapled, but did not cut. Another "like" device was opened and used without incident to complete the procedure.